Event description:
It was reported that the customer had been experiencing high blood glucose levels for the past few days. At the time of the call, the customer was at the hosp for heart tests, and was experiencing a high blood glucose reading of 387 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement, self and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.